Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 to 300 units of insulin during the load sequence. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 109 mg/dl.